Event description:
Pt's device was programmed to off approx 10 mos post-implant because the vns therapy reportedly worsened their pre-existing breathing problems. The pt had no improvement in seizure frequency with the vns therapy. The pt plans to have the device explanted.